Event description:
It was reported that the customer woke up and realized that they were in the morning. Their blood glucose was 20 mg/dl. The customer stated that they had the sensor on one side and the insulin pump on the other side, and the two devices were not communicating. When their spouse found them, the insulin pump was alarming beeping weak signal and lost sensor. The device did not shut itself off because the device did not know the low blood glucose of 70 mg/dl. The customer was given glucagon shot twice. This was the only time the customer experienced low blood glucose. They were admitted as an inpatient. The customer stated that the perceived cause of the low blood glucose was that they gave themselves some insulin but did not eat and fell asleep. The customer declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.